Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 1000 mcg/ml at a dose rate of 159.4 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was initially reported on 11/03/2918 that there was an intrathecal baclofen (itb) pump refill and the concentration of baclofen was changed on (B)(6) 2018 to 1000 mcg/ml at a dose rate of 159.4 mcg/day. The previous concentration was 500 mcg/ml with a bridge bolus programmed then (.188ml catheter volume plus .199 ml pump tubing, 193.5 mcg bridge bolus dose of 29 hours and 8 minutes). The refill was uneventful per the hcp. In the afternoon on (B)(6) 2018 the patient began experiencing itb withdrawal symptoms. The patient was being managed with oral baclofen and diazepam so having the itb emergency withdrawal procedures forwarded to them was declined. It was noted that the event logs were normal. The hcp planned to confirm catheter tip location and catheter patency. On 11/08/2018, additional information was received via a healthcare provider. Regarding intrathecal baclofen (itb) withdrawal symptoms, the patient experienced increased spasms, pruritus, clonus, and hot flashes. Diagnostic tests / troubleshooting performed included side port aspiration, itb series x-ray, pump logs having been read, and bridge bolus having been verified. They were unsure of the cause / circumstances that led to the itb withdrawal symptoms and further noted recent change in concentration. The patient was admitted for observation on (B)(6) 2018 through (B)(6) 2018. Oral baclofen an valium was indicated and they had also added am bolus. The itb withdrawal symptoms were resolved. The model of clinician programmer used at the time of the event was clarified; however the serial number of the clinician programmer was unknown. The patient¿s weight at the time of the event was not specified. No further patient complications have been reported as a result of this event.